Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r90-22, that has a similar product distributed in the us, list number 06r90-20.

Event description:
The customer observed a false negative sars-cov-2 igg result for a (B)(6) year-old female patient, who had covid-19 symptoms in (B)(6) 2020, on an alinity I analyzer. The patient was positive for pcr testing on (B)(6) 2020. The following data was provided (<1.4 index (s/c) is negative, >/=1.4 index (s/c) is positive): sample ID (B)(6), on (B)(6) 2020, igg was 0.26 index (s/c). The patient was also tested, on (B)(6) 2020, using the biosynex platform, which was strongly positive with the igg assay. Additional laboratory testing was provided: sars-cov-2 igm on the alinity I was 0.73, <1.0 index (s/c) is negative. Biosynex igm was weakly positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative alinity I sars-cov-2 igm and alinity I sars-cov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature and device history records. Return patient samples were requested, however, samples were not returned due to a logistical issue. Sensitivity testing was done using an in-house retained kit of lot 18268fn00 and 18507fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lots are performing acceptably. Device history record review on lots 18268fn00 and 18507fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported false negative alinity I sars-cov-2 igm and igg results for one patient sample when compared to a weakly positive result using a biosynex strip for igm and strong positive result for igg. The sample was collected on the 27aug2020 and tested on alinity on the same day returning results of 0.73 index (s/c) for igm and 0.26 index (s/c) for igg. The sample was tested using the biosynex strip on the 28aug2020. The patient had covid-19 symptoms in (B)(6) 2020 and tested pcr positive in (B)(6) 2020. A review of customer data aligned with customer¿s reported results for the biosynex strip. In this case, the patient had symptoms in (B)(6) 2020 with a pcr positive result in (B)(6) 2020. Based on current literature, long, q-x et al, ¿https://www.nature.com/articles/s41591-020-0897-1¿, igg levels may not appear until 7 to 10 days after infection. In addition, emerging literature on sars cov-2 serology indicates that antibody responses to the virus decline over time. In some cases, this transient response results in the decline of both igg and neutralizing antibody titers. It remains unknown for how long antibodies persist following infection and if the presence of antibodies is indicative of protective immunity, seow et al, ¿https://doi.org/10.1101/2020.07.09.20148429¿, and ou et al, ¿https://doi.org/10.1101/2020.05.22.20102525¿. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. Review of available literature concerning the emergence of the sars cov-2 igm response indicates an optimum timeframe of 15-30 days (post-symptom onset) for assessment of the igm response, sethuraman,n, et al. " interpreting diagnostic tests for sars-cov-2." Jama. 06 may 2020. Web. 17 may 2020 and tang xiao, a, et al. ¿profile of specific antibodies to sars-cov-2: the first report.¿ journal of infection (2020). Per the clinical performance section of the igm package insert, a study was performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator. 328 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov 2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The study data is presented both including and excluding immunocompromised specimens. The specimen cohort assessed in these studies consisted of twenty-eight (27) specimens from 8 immunocompromised patients. When the results from these specimens were excluded from the assessment, the ppa at = 31 days post-symptom onset is 100.00% (95% ci: 82.41, 100.00) and the ppa at = 31 days post-positive pcr result is 100.00% (95% ci: 51.01, 100.00). However, when the immunocompromised specimens were included in the assessment, the ppa at = 31 days post-symptom onset was 94.74% (95% ci: 75.36, 99.73) and the ppa at = 31 days post-positive pcr result was 80.00% (95% ci: 37.55, 98.97). To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Review of the manuscript ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation, alinity I sars-cov-2 igm, lot 18507fn00 and alinity I sars-cov-2 igg, lot 18268fn00 are performing as intended, no systemic issue or deficiency of the alinity I sars-cov-2 igm and alinity I sars-cov-2 igg reagents were identified.